Event description:
It was reported that during the surgery, the surgeon remarked that the universal screwdriver handle (5901-1120) felt like something was broken inside the handle and was twisting. It was decided to use the second handle in the humeral 3 tray.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.